Event description:
Additional information received reported that a whole new system was put in.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead. Product type: lead: product ID neu_ptm_prog. Product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient¿s lead was removed. There was no ¿plug¿ to plug the port on the stimulator. The reason for the removal was not given. It was further noted that the patient got a 16 contact paddle so both ports were used. Several attempts to follow up on the reason for removal were made. Additional attempts were ongoing. If new information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Follow up information reported that the lead was replaced due to lack of effect. If additional information is received, a follow up report will be sent.